Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The superior shaft is broken at the centerline of the pivot pin. Optical examination identified a fairly brittle fracture, with no indication of fatigue. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might have contributed to the reported event.

Event description:
It was reported that the patient underwent a spinal surgery. It was reported that pin is missing from the jaw of the pituitary. No patient complications were reported.